Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow up, post-paced t-wave oversensing on the ventricular channel was observed. Device programming changes were made and remains implanted.